Event description:
A cordis translator ptca balloon was advanced to the circumflex lesion and (second inflation) upon inflation of the balloon, pressure was rapidly lost at 3 atm. At that time, dissection in the vessel was noted. Contrast was seen in and around the lesion site. Attempts were made to stent the dissection . Pt went to or for CABG.